Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a faulty force sensor resistor. Unable to perform the occlusion and excessive no delivery tests due to the prime/fill anomaly. The device passed the displacement, self test, rewind, basic occlusion and motor tests. All operating currents are within specification and the off no power alarm functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the patient was hospitalized with a high blood glucose of 500 mg/dl. It was stated that the patient had been getting no delivery and motor error alarms prior to the event. Troubleshooting was performed, and no damage to the drive support cap was noted. The unit passed the prime test. It was stated that the device was not exposed to high magnetic fields. Nothing further was reported.